Event description:
Customer reported receiving inaccurate readings compared to a laboratory reading. Customer received readings of 105 mg/dl on his precision xtra blood glucose meter compared to a lab reading of 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.